Event description:
It was reported that during a lap sigma procedure, the hand activation knob did not function. The procedure was completed with another device. There was no pt consequence. No further info is available.

Manufacturer narrative:
Date sent: 07/11/2008. Info anticipated, but unavailable at this time.